Event description:
Medtronic received information that 16 years and 1 month post implant of this 21mm aortic bioprosthetic valve, it was explanted and replaced with a unknown sized aortic bioprosthetic valve of a different model. The reason for the replacement was reported to be due to aortic regurgitation. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been returned for analysis. A supplemental report will be filed upon completion of the analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that the reason for the replacement was reported to be due to mild aortic regurgitation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that all the valve leaflets were flexible and intact except where the dehiscence was present. All leaflets were in a closed position. Due to the dehisced left right commissure, the right and left cusps were prolapsed. The left right commissure was dehisced, possibly related to separation of layers of the aortic wall behind the commissure. The sutures holding the aortic wall to the stent post were intact. The start of a possible dehiscence can be noted on the superior coaptive junctions of the left non-coronary and right non-coronary commissures as evidenced by the tissue separating from the aortic wall. Thick off-white pannus lined the base stitching extending to the inflow margin of attachment of the non-coronary cusp, partially onto the left cusp and into the right non-coronary and left non-coronary inferior coaptive areas. Unknown amount of pannus appeared to have been removed during explant. Radiography did not reveal calcification on the returned valve. Conclusions: based on the analysis, the aortic regurgitation was likely due to leaflet prolapse secondary to commissure dehiscence. Pannus may also have been a contributing cause. Since the valve was implanted for 16 years, and the sutures holding the aortic wall to the stent post at the site of the commissure dehiscence were intact, it is unlikely that the event was due to workmanship during the manufacturing process. D4: updated h3: device evaluated? Updated h6: updated the codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.